Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call, the customer is having issues with batteries in the insulin pump. The device alerted low battery and she had changed it twice. During the call it alarmed battery out limit and now the buttons are unresponsive. Customer was trying to bolus and when she attempted to input the carbohydrates the device started scrolling and it's not responding. Troubleshooting was performed for keypad issue. Customer's blood glucose was 295 mg/dl. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's mother agreed to return the device for analysis.

Manufacturer narrative:
The pump was monitored, and no low battery alert or battery out limit alarm noted. All operating currents were within specification. The pump passed the self test and displacement test. No scrolling numbers noted. No unresponsive buttons noted. However, the pump had corroded keypad traces. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.